Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead exhibited increased shocking lead impedance measurements, from 111 to 125 ohms, since implant.